Event description:
A vns generator was received by the manufacturer after replacement due to battery depletion. Analysis was completed for the returned generator. The diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the device performed according to functional specifications. The battery measured 2.735 volts and shows a low battery condition, and the downloaded data revealed that 27.121% of the battery had been consumed, which indicates the battery may have depleted prematurely. Review of the manufacturing records for the generator verified it was a laser routed device. A review of the downloaded data from the in-house programming history was performed. The impedance values were within normal limits throughout the history. The 25% battery status indicator occurred on (B)(6) 2017, however the percentage of battery consumed calculation showed that only 17.733% of the battery was expected to be consumed. The battery voltage for the last line of data on (B)(6) 2017 measured 2.717 volts and the percentage of battery consumed calculation showed that 26.094% of the battery was expected to be consumed. The downloaded data shows the battery was depleting prematurely. Additional relevant information has not been received to-date.